Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the image started to skip in and out followed by the loading screen and then an error screen appeared. The scope was unplugged and plugged back in but the issue was not resolved. The procedure was completed with a reusable scope. There were no patient complications reported as a result of this event.